Event description:
It was reported that there were high thresholds, a lead dislodgement, and the physician thought that the helix might be broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix/lobe was found to be distorted/bent. It was also noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. Visual analysis indicated that the lead was received with the helix fully retracted (and compressed), and the distal conductor was distorted within the connector.